Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023 investigation summary one sample (model #me2020, lot #22099399) was returned by the customer. It was reported by customer that "can not flush the extension set". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The samples was unable to be flushed. The sample was further examined under magnification where an occlusion can be observed in the tubing near the bottom connector. The customer complaint can be verified. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After investigation, the potential root cause of occlusion could be related to the incorrect application of solvent (excess) in the tubing and no use of occlusion test equipment by the assembler. A device history record review for model me2020 lot number 22099399 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: they can not flush the extension set as all. This is happening often cs responded on 4/24; only have one that has a date on the outside of the bag, rep_____ picked up some of them a few months ago. Rep_____can you provide the info for those? Below is the only information I can give you. All instances are because they can¿t push medication or saline through: no patient identifiers, or harm, and samples are not contaminated to my knowledge. 1/30/23 me202, 22099361 4/5/23 me2020, 22099399 no date me2020, 22099399 no date me2020, 22099399.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: they can not flush the extension set as all. This is happening often cs responded on (B)(6).; only have one that has a date on the outside of the bag, rep_____ picked up some of them a few months ago. Rep_____can you provide the info for those? Below is the only information I can give you. All instances are because they can¿t push medication or saline through: no patient identifiers, or harm, and samples are not contaminated to my knowledge. (B)(6) 2023.me202, 22099361. (B)(6) 2023.me2020, 22099399. No date me2020, 22099399. No date me2020, 22099399.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.